Manufacturer narrative:
Method: sample will not be returned. Results: without the actual product, an analysis cannot be conducted. Without a lot number, device history records cannot be reviewed. Conclusions: the information contained herein is based on the info provided by the initial reporter (patient). Per initial reporter it was indicated that an attorney was retained with respect to this complaint; therefore no further customer contact will be made at this time. The directions for use (dfu) (B)(4) provide cautions and directions on catheter removal if resistance is encountered. It also contains a caution of ¿do not cut or forcefully remove catheter.¿ I-flow has also prepared a technical bulletin (B)(4) in order to prevent or decrease catheter breaks entitled: ¿tips for preventing in-situ catheter breakage with the on-q post-op pain relief system.¿ it is worth noting that I-flow¿s catheters are made of a non-toxic, medical-grade material that meets (B)(4) tissue compatibility guidelines for implantation of up to 30-days; complications may arise if a catheter (or portion thereof) is left in the body for longer than this period of time.

Event description:
Drug/diluent: unk. Fill volume: unk. Flow rate: unk. Procedure: hernia surgery. Cath place: unk. Pt reported that she had hernia surgery in 2010. Physician later found she had (B)(6) infection and a radiology report showed a length of catheter was left in the incision of abdomen. She reported this to the surgeon in (B)(6) 2010.